Manufacturer narrative:
(B)(4). Physio-control advised the customer that there is no service repair available or repair parts for their device and it is no longer under warranty. The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device is unexpectedly powering itself off and on. There was no report of patient use associated with the reported event.